Manufacturer narrative:
Alleged failure: kemal yigit reported that "when connect the rf probe and push the button ,the rf proble can not be burn. They continue with another device. Patient was not affected." The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be receptacle board, rf probe, or a fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a thermal event was experienced.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date is not known at this time. However, if the manufacture date becomes available, it will be provided in future reports.

Event description:
It was reported that a thermal event was experienced.